Event description:
During an oral surgical procedure the device ran on its own. The device was in the run mode at the time and the footswitch was connected to the console. It was reported that the surgeon had the drill in his hand when the handpiece activated without the foot pedal being depressed. There is no report of injury related to this event.